Manufacturer narrative:
Concomitant medical products: product ID: evolutr-29-us, serial/lot #: (B)(4), ubd: 15-mar-2020, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon removal of the delivery catheter system (dcs) the nose cone caught the bottom of the valve and the valve embolized to the ascending aorta. It was reported that when the non-medtronic guidewire was pulled back into the nose cone, it likely left the nose cone stiff causing it to become caught on the inner edge of the inflow of the valve. A second valve was implanted. No additional adverse patient effects were reported.